Event description:
A pt underwent an abdominal hysterectomy procedure and a couple weeks later complained of pain on her right heel. The pt was referred to a plastic surgeon. The person reporting was unaware of the pt's foot having contacted ground metal.